Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in hospital undergoing magnetic resonance imaging and computed tomography scan. Customer¿s blood glucose level was 208 mg/dl. Customer was concerned about if they need to remove sensor, transmitter and insulin pump. The device will not be returned for analysis.